Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that hcp attempted to place essure but could not visualize the right tube due to fibroid. The physician stopped the attempt and performed myosure to remove fibroid which was successful. The patient's left tube was attempted and essure was placed successfully. The right tube could not be canulated again and the procedure was stopped. Then, the physician attempted novasure but could not complete because left side essure insert perforated the tube. A tubal ligation was done due to essure being placed only in one side. Follow-up received on 12-nov-2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality and to a usability issue. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced perforation of left tube during procedure. This event is serious due to medical importance and listed for essure in the reference safety information. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, it was reported that physician stopped the attempt and performed myosure to remove fibroid which is an off label use. The perforation of left tube occurred during essure procedure and a tubal ligation was performed. The myosure procedure could have contributed for the occurrence of perforation. Nevertheless, given a compatible temporal relationship, a causal relationship between the reported event and suspect insert cannot be totally excluded. This case was regarded as incident since intervention was required. Additionally, non-serious event were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (uterine perforation questionnaire) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 24-mar-2015 follow-up attempts to contact physician were done, without success. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced perforation of left tube during procedure. This event is serious due to medical importance and listed for essure in the reference safety information. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, it was reported that physician stopped the attempt and performed myosure to remove fibroid which is an off label use. The perforation of left tube occurred during essure procedure and a tubal ligation was performed. The myosure procedure could have contributed for the occurrence of perforation. Nevertheless, given a compatible temporal relationship, a causal relationship between the reported event and suspect insert cannot be totally excluded. This case was regarded as incident since intervention was required. Additionally, non-serious event were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.